Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ii us, mr, 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a shaft polymer extrusion break 1190mm from end of strain relief (or 126mmm from hypo/midshaft bond site). The inner lumen was stretched 4-10mm from port entry site. The damage caused was most likely as a result of tensile force applied to the device upon removal from the body. The bi-component bond showed no signs of damage or strain. The stent was not returned with the device as it was placed inside the patient. The balloon cone profiles were reviewed and the proximal balloon cone was bunched. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on balloon body indicating contact between the coated stent and the balloon. The distal end of the device was returned on a guidewire. A visual and tactile examination found several hypotube kinks along the full catheter length noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the superficial artery. A 2.50 x 38 synergy ii stent was successfully deployed. Upon removal of the device, it was noted that the shaft broke. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the superficial artery. A 2.50 x 38 synergy ii stent was successfully deployed. Upon removal of the device, it was noted that the shaft broke. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was okay.